Manufacturer narrative:
As no further information concerning this report is expected, our investigation is currently available. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received inappropriate shocks related to the a morphology change to a small complex and double counting. It appears that therapy was exhausted during some of the episodes. Reportedly the patient came to the hospital due to the shocks, and was reportedly unresponsive at the time of the evaluation. It was noted the patient was very sick and had missed dialysis, and also had a recent reconstructive surgery and potential infection, but which were non-device related. Boston scientific technical services (ts) discussed evaluation options, as well as reviewed, that the shock impedance of 29 ohms should be investigated. Further information was received that the sensing vector was reprogrammed, and that the shock impedance was thought to be appropriate given the patient's size and location of the electrode and generator. The system remains in service.